Manufacturer narrative:
Insulin pump passed the displacement test and current test but failed during prime test due to loose drive support disk. No blank display anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was squirting out. The customer¿s blood glucose was 347 mg/dl. The customer was assisted with troubleshooting. The customer stated that the low battery alert occurred and then replaced the battery and display was blank. Advise the customer to insert the new battery. Customer states the display returned. Customer also stated insulin was squirting out during the manual prime process. Customer states they were unable to exit the preparing to prime loop. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.